Manufacturer narrative:
Note: no actual event date was provided. Therefore, date of event is an estimate based on publication date of the article.

Event description:
Sahoo m, sahu m, kale s, saxena n. Serous fluid leakage following modified blalock- taussig operation using ptfe-grafts. Indian heart j 2001;53:328-331. The article states that a 3 month old, male pt underwent modified balalock- taussig shunt using gore- tex vascular graft for treatment of congenital heart defects. The pt presented with respiratory distress between 2 and 12 weeks of shunt surgery. Initial management was conservative (by pharmacological means and tube thoractostomy). Reoperation was undertaken when the conservative treatment failed. Re-exploration confirmed the diagnosis of a perigraft serous effusion. The shunt was found to be patent. The seroma was cleared and topical thrombin was used.